Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was charging too often starting the week prior to the report and the other day it was ½ full and it went dead in two days. The patient usually recharges every 3-4 days. The patient had recently been reprogrammed or switched to another group, but the patient has not had the need to increase parameters. The patient switched to group b and decreased the settings. The patient has not had any previous overdischarge events. There was no trauma or fall associated with the related issues, but the patient had a CT scan. It was reviewed with the patient that her new program could have a higher battery draw than her other program and that she should monitor it. If she is concerned, she could have the health care provider or manufacturer representative do a longevity calculation to see if it is depleting at a normal rate. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.